Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was damaged and reprogrammed. One day post lead implant the patient experienced a hemothorax and a pneumothorax. It was noted that the patient passed away in the intensive care unit (ICU) due to a hemopneumothorax.